Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds. The left ventricular (lv) lead exhibited a rising threshold since implant and had also reached a high range. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD implanted: (B)(6) 2009. A 694045 lead, implanted (B)(6) 2001. (B)(4).